Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue. The event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that there is no evidence of device issue or malfunction in causing or contributing to the thrombus formation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that after the steerable guiding catheter (sgc) was advanced to the left atrium, thrombus was observed which required aspiration, and is considered medical intervention to prevent injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guiding catheter (sgc) was advanced to the left atrium (la); however, thrombus clots were seen in the la, which were aspirated. There was no thrombus noted in the catheter. The sgc was removed and replaced as a precaution. A new sgc was used without issue. Two clips were implanted, reducing the mr to 1-2. There was no clinically significant delay in the procedure. No additional information was provided.